Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display and keypad button error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump has been turning off unexpectedly and it looked damaged. The customer stated that the act button did not work a couple of times. The customer stated that sweat and moisture was under the lcd display. The customer was advised to discontinue use of the pump and revert to a backup plan.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin pump passed self-test. No unexpected low battery or off no power alarms noted. No connector isolation tape damage noted on lcd board. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. All buttons functioned properly. However, the insulin pump found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked display window.